Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. Two clips were implanted. To further reduce tr, an additional clip was inserted and advanced into the left ventricle (lv). However, the physician felt resistance when trying to retract the clip. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to remove the triclip devices and discontinue the procedure. Tr was reduced to a grade 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove. The reported tissue injury appears to be related to the difficulty removing. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.